Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for (B)(6): the glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone distal to the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; this failure mode is indicative of a fracture beneath the metal cap; the metal cap is blackened at the location of fracture; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild detritus adhesion on metal surface; the fiber exhibits scratch marks on outer flow tubing near the open end. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure @ 32,000 joules of use and 4:20 minutes, "the laser was firing from the end of the fiber, rather than the side." The fiber tip (cap) was not cleaned during the procedure. The physician attempted to complete the surgery with the laser but ended up completing it with an alternate procedure (turp). There was no injury to patient reported.